Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). Information was recieved via medwatch report # (B)(4).

Event description:
It was reported the that the anesthesiologist inserted a central line. As he was removing the guide wire, he noticed the wire was unraveling. After the wire was removed, the wire had broken and a section was retained in the vessel. The surgery was cancelled and the patient was taken to the interventional radiology suite. A 4-5 inch section of wire was removed. It was determined there were no other wire fragments left in the vessel.